Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. H3 other text : device discarded; single-use device.

Event description:
The consumer reported a false positive result with the binaxnow covid-19 antigen self-test assay performed on (B)(6) 2022. The consumer stated repeat tests were performed three times using binaxnow covid-19 antigen self-test assay generated negative results. The consumer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Event description:
The consumer reported a false positive result with the binaxnow covid-19 antigen self-test assay performed on (B)(6) 2022. The consumer stated repeat tests were performed three times using binaxnow covid-19 antigen self-test assay generated negative results. The consumer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Device discarded; single-use device.